Event description:
It was reported by service report that the seat won't hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the seat.

Event description:
It was reported by service report that the seat won't hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.